Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure on (B)(6) 2023. Fiducial markers were placed the same day. The procedure was performed under general anesthesia. On (B)(6), 2023, the patient returned for a computed tomography (CT) sim. The CT showed a lot of rectal indentation. The patient reported having pain and, therefore, went to the emergency room (ER), where the patient started passing the hydrogel through the rectum. The magnetic resonance imaging (MRI) showed that all the hydrogel was in the rectal wall. The patient's symptoms improved within a week after december 18th. A few days after the MRI, the patient had another CT revealed that the hydrogel was exposed into the lumen at the time when the patient was in the emergency room. The patient was schedule with a general surgery. It was suggested to snip only the hydrogel that was hanging down and otherwise observing wait for the mucosa to heal for two months. Then scope again before treating as planned with intense moderate radiation treatment (imrt). However, how the physician will proceed is unknown. It was reported that the patient is stable.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular. Imdrf patient code e2330 captures the reportable event of pain. Imdrf patient code e2315 captures the reportable event of fluid discharge.